Manufacturer narrative:
(B)(4). Service order (B)(4) was generated for the event. The maquet representative verified that after 45 minutes (approximately) the unit #3 pressure channel started giving bad numbers and unit showed communication error and shut down. Customer had to hand crank unit. The bad pressure module was swapped out with a pressure module from another hl 20. The unit was tested for 1.5 hours. Unit was functioning correctly. A new pressure module was ordered. On (B)(6) 2012, the error reoccurred. On (B)(6) 2012, the maquet rep. Identified that the unit had a bad temp module. Removed bad temp module and ran unit for 3 hours. Operational and safety test were performed. Reference: complaint (B)(4).

Event description:
On (B)(6) 2012, hl20 with serial number (B)(4) gave a no comm error in the upper window, at (B)(6) center of (B)(6). The unit was set up with a test circuit and ran for 36 hours with no problems. This event did not occur during use. There was no patient involvement. Reference: complaint (B)(4).